Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
The doctor reported that the healing cap did not seat well on implant placed before sutures placed. The dr. Suspects a problem with thread of healing cap.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d3. Manufacturer email address g1. Contact office name and email address g1. Contact office - manufacturer site - email address g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tha52, (ep healing abutment 4.1mm(d) x 5mm(p) x 2mm(h) for evaluation. Visual evaluation was performed; the healing abutment has signs of use. The healing abutment's threads were damaged. DHR review was completed for the subject lot number 1285370. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1285370 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : fit : does not seat¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error, improper technique used during placement/seating. Therefore, based on the available information, a device malfunction did occur. The healing abutment's threads were damaged. The reported abutment assembling event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.